Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. Additional information received: this operation was lar and the device was used at the dst. There was no sound for cutting the washer on firing, but the surgeon checked two donut-ring. The surgeon grabbed the handle firmly but ,the washer did not cut. The surgeon used to the device. The staples went out all around, but the stapling was not formed completely and the anastomosis was almost unconnected. As a result, the surgeon sutured the anastomosis via the anus because it was not able to anastomose again by the replacement. There was no leakage on postoperative 2nd day.

Event description:
It was reported that during an unknown procedure, the deployed staples were not formed properly after the firing. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). D4: batch # u5ac3v. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. In addition, the washer was noted to have nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. During testing, the device performed without any difficulties noted. Although the returned staple was found to be malformed staple, no conclusion could be reached as to the cause of the staple malformation. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A malformed staple was received inside a plastic bag. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.